Manufacturer narrative:
Manufacturer's ref. No: (B)(4). This complaint is from a literature source. The following literature cite has been reviewed: nguyen t, ganse g, berdaoui b, verbeet t, castro-rodriguez j. Radiofrequency atrial flutter and atrial fibrillation ablation in a patient with deep brain stimulation. Clin case rep. 2024 may 8;12(5):e8856. Doi: 10.1002/ccr3.8856. Pmid: 38725927; pmcid: pmc11079540. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was not provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: nguyen t, ganse g, berdaoui b, verbeet t, castro-rodriguez j. Radiofrequency atrial flutter and atrial fibrillation ablation in a patient with deep brain stimulation. Clin case rep. 2024 may 8;12(5):e8856. Doi: 10.1002/ccr3.8856. Pmid: 38725927; pmcid: pmc11079540. Objective/methods/study data: radiofrequency ablation for atrial fibrillation or atrial flutter is feasible in patients with deep brain stimulation but with extreme caution given the possibility of life-threatening complications. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: unknown thermocool smarttouch. Concomitant biosense webster devices that were used in this study: carto 3 system, lasso concomitant non-biosense webster devices that were also used in this study: n/a. Adverse event(s) and provided interventions possibly associated with unidentified thermocool smarttouch: qty 1: the patient experienced midventricular takotsubo syndrome after the procedure (heart failure), and the patient made a full recovery and was discharged 7days post ablation. (Prolonged hospitalization) (adverse event).